Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, the proximal end of the 5max ace became damaged, resulting in a leak. The damaged proximal end of the 5max ace was initially held in order to maintain the leak; however, the 5max ace was later removed, and the procedure was completed using a new 5max ace. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the penumbra system 5max ace reperfusion catheter (5max ace) was fractured approximately 1.0 cm from the hub underneath the strain relief. The strain relief was unraveled by the penumbra investigator to confirm the fracture underneath the strain relief. Conclusion: evaluation of the returned device revealed that the proximal end of the 5max ace was fractured underneath the strain relief. This type of damage likely occurred due to improper handling during removal from the packaging hoop or during use. If the device is forcefully withdrawn from the packaging hoop or forcefully manipulated during use at an angle, damage such as this may occur. 5max aces are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.